Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a lower extremity artery. The 1.5mmx120mm armada percutaneous transluminal angioplasty was advanced without resistance and inflated once at 8 atmospheres and ruptured. The armada catheter was withdrawn and another catheter was used to successfully complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Based on the returned analysis, it is likely that during advancement the device became compromise and/or damaged with the anatomy and or other devices resulting in the tear on the outer member near or at the proximal seal during inflation, causing the appearance of a balloon rupture. It is likely that due to the tear, the balloon was not fully deflated causing the noted damaged to the inner member and markers during retraction against the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.